Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an errhw12c. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An internal and external visual inspection was performed and passed. A receiver charge and boot test was performed and failed. The receiver data log could not be downloaded due to perpetual rebooting. The reported event of an error icon display could not be determined. A probable cause could not be determined.